Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage to battery compartment or battery cap alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, there were no unexplained power interruptions observed in the black box download. There was no damage found to battery cap and it attached securely to the pump. There were no power issues duplicated during testing. The battery cap contacts were all found to be within specification. The pump was opened and there was no damage found to power circuit. The original alleged power complaint was not duplicated during investigation.